Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: were the bronchus and pulmonary artery being stapled at the same time or during separate firings? Together per surgeon. What is meant by ¿did not work¿? No staples deployed per surgeon. She did not see any titanium staples. What was the color cartridge for each firing? It was one firing. Green reload. Were there any issues with the formation of the staples? If so, please describe. No staples deployed per the surgeon. Where was the bleeding coming from? Pulmonary artery per surgeon. How was the bleeding addressed? It was hand sutured by the surgeon. What were the indications for surgery? I do not know. Did the patient receive any radiation or chemotherapy prior to procedure? I do not know. Was the site of bleeding identified? Yes. Pulmonary artery. When the stapler was used was the tissue also transected at the time of stapling? Yes, before the stapler was removed from tissue which is standard technique for the tx60. What provisions were made for proximal and distal to control prior to the firing and transection? Unknown. I was not in the case. Is the device available to be analyzed without destruction? Account says they will be sending in for analysis. The issue occurred on the first firing. What is the current patient status? Patient is doing well and was discharged from the hospital. The following information was requested, but unavailable: what is meant by completion of pneumonectomy?

Manufacturer narrative:
(B)(4): batch # l53m3h. The analysis results showed that the tx60g device arrived in good visual condition and with two reloads present. The reload was received fully loaded with staples. The second reload was received with void staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a completion pneumonectomy procedure, when stapling on the bronchus and the pulmonary artery, the device did not work and there was bleeding. The patient required a blood transfusion. It is not known how the bleeding was controlled. It is not known how the procedure was completed. Since the procedure, the patient has developed a fever. The device was saved, and is being held by risk management at the account. It is not known if the device will be released or not.